Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was accidentally cut at its distal end and the remaining portion went under the muscle. The physician was planning another revision at a later date and wanted to shut pump off. The pt was to be supplemented with oral medications. Add'l info has been requested, but was not available as of the date of this report.